Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the investigator indicated that the objective lens had minor debris, chip on pink probe, and cut on pink probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Based on the results of the investigation, it is likely the following led to the malfunction debris on lens: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.